Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the wire lumen was flattened and poor image occurred. The lesion was located in the calcified right coronary artery (rca). During the procedure, an opticross¿ imaging catheter was used to view an unspecified lesion. After the device crossed the lesion the physician felt that the catheter wire lumen was flattened then after poor image occurred. Procedure was completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed an open hole in the lap joint area of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pullback or advance. The telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup in the hub and telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).